Manufacturer narrative:
(B)(4). D2, d4, and g4: it was reported that all available information has been provided. The reported event could not be confirmed due to lack of product/information. Visual examination of the provided pictures identified an explanted unknown tibial component. The device has material attached. The device history record was not reviewed due to lack of product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 6 years post implantation, the patient was revised due to pain, and the tibial component was found to be grossly loose with no cement adhered to the titanium surface. It was reported that no additional information is available.